Manufacturer narrative:
(B)(4); device was not returned for evaluation. Intra-operative video received- no staple abnormalities were noted at the time of the device firings. No malformed staples were observed. Delivery of staple lines appeared straight and two dimensional, no third plane forms. Slight oozing possible on one fourth firing. Conclusion: based on the video evidence, unfortunately, no cause for the complication was identified with the subject device firings. Cold steel is used to cut through the last few mm of stomach and peri-gastric tissue. It is possible that the use of scissors, rather than another staple load allowed a fistula to occur. Also, a fair amount of mono-polar cautery is utilized at the superior cutline to touch up some minor oozing. This energy may have contributed to necrosis.

Event description:
It was reported that after a laparoscopic gastric bypass procedure, the doctor "just informed me this afternoon that he's had a third leak now (two with the new gst system) on a laparoscopic gastric bypass patient. This latest leak apparently presented approximately one week post operation with a leak located at the top (like the others) of the newly created gastric pouch staple line. Nothing appeared to be wrong during the initial case, so initial case was completed normally. The patient had to undergo second operation to diagnose and drain leak as well as close fistula. " one device will not be returned.